Manufacturer narrative:
(B)(4). Date sent: 9/20/2021. H6: component code: mechanical (g04). Investigation summary: visual analysis of the returned sample revealed that the mcm20 device was returned with no apparent damage. The device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining fourteen clips as intended, however, the device lockout mechanism was noted to be non-functional. In order to evaluate the condition of the internal components, the device was disassembled and the lock-out spring was noted to be out of position. No conclusion could be reached regarding what may have caused the lockout spring to be out of position. The reported complaint could not be confirmed as the jaws were received in good condition and fired as expected. It should be noted that product failure is multifactorial. Although no conclusion could be reached regarding the cause of the reported event, the instructions for use contain the following: "caution: once the clip completely surrounds the vessel or tubular structure to be ligated and prior to starting the firing stroke, eliminate downward pressure so the structure to be ligated and the device jaws are pressure neutral to each other. This helps prevent the shifting of the clip position within the clip track and/or dislodgement." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Manufacturer narrative:
(B)(4) batch #: unknown. The device history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing

Event description:
It was reported that during a hartmann's reversal, the clip applier jammed and the clips were malformed. The procedure was completed with another like device and with no patient consequence.